Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had a ventral cylinder bulge, which led to an in-clinic appointment. A cystoscopy was performed and it was determined that the reservoir pushed against the bladder. It was stated that the bulge occurred during aggressive use of the device. The patient underwent a surgical procedure, the entire ipp was removed and replaced.